Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 april 2025, senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: on a(B)(6) 2025, 2:00 am cst - sg: 48 mg/dl - bg: 92 mg/dl (confirmed with a fingerstick). After dms review, we confirmed the following information at the time of the event: (B)(6) 2025, 2:01 am cst - sg: 48 mg/dl - bg: 92 mg/dl (available in dms). After dms review, it was confirmed that the user received a low glucose alert at 2:01 am cst, when the sg was at 48 mg/dl. The user didn't seek medical treatment and resolved the event by performing a fingerstick glucose reading, which showed a result of 92 mg/dl, and determined no further treatment was necessary.the user's hcp was aware of the event. The hcp has been informed during a follow-up appointment on (B)(6) 2025. No medication was prescribed.

Manufacturer narrative:
The user reported receiving a low glucose event on (B)(6) 2025 at 2:00 am where user's was sg: 48 mg/dl and bg was 92 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 at 3:01 am where user's sg was 48 mg/dl and bg was 92 mg/dl. A review of the alert history revealed that the user received a low glucose alert at 3:01 am as user's sg was below 65 mg/dl. The user did not seek medical treatment. User resolved the event by performing a fingerstick glucose reading, which showed a result of 92 mg/dl, and determined no further treatment was necessary. User's hcp was aware of the event. A case (B)(4) was created to address sensor inaccuracies inclusive of the reported event. A review of the in-vivo raw sensor data did not reveal any anomalies. The root cause may potentially be related to a period of instability in vivo state of the sensor hydrogel. The user performed a sensor relink on (B)(6) 2024 and better sg/bg agreement was observed after. A review of 2 weeks ((B)(6) 2025) data post recovery was analyzed and the system started displaying better agreement between the sensor readings and fingerstick measurements and began to perform within expectations. B4. Date of this report 22 may 2025. G3. Date received by the manufacturer? 22 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.